Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings that were out of axial alignment, which was further defined as wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was not working properly. During in-house engineering evaluation, it was observed that the device failed for vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. An identical spare device and motor device were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.